Manufacturer narrative:
Result: the complaint of ¿corrosion¿ was not confirmed. As received, microscopic inspection revealed broken wires in lead extension ¿a¿ 43cm away from the stimulation end. However, the outer tubing was not breached at the fracture site. The fracture was consistent with an overstress condition the lead was subjected to while it was inside the patient. As received, lead extension ¿b¿ was clear; both the header and terminal ends were in good condition, and no broken wires or kinks in the lead body were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20450. It was reported the patient's scs extensions were explanted and replaced due to observing corrosion on one of the extensions. Reportedly, the patient has effective stimulation post-operatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20450.